Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device that is registered within the u.s. Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that when the pack was open it was noticed that the suture had beads threaded on it.

Manufacturer narrative:
Samples received: 1 open unit (without packaging). Analysis and results: have not received the batch number. According to the distribution to the customer the batch involved is 116024. There are no previous complaints of this code batch. Approx (B)(4) units manufactured and distributed in the market of this code batch. There are no units in stock. Received one piece of thread with three "beads" attached to the thread and a piece that seems a part of needle connected to the other side of thread. Have checked carefully this sample. It is concluded that these kind of pieces and attachments are not used/assembled in the manufacturing plant. On the other hand, the sample received have been analyzed and have identified the thread with ir spectroscopy test. The thread of sample received corresponds to a polypropylene thread instead of a monoplus thread (poly-p-dioxanone) related to the code complained. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: in spite of receiving a defective sample, the investigation concludes that the product does not correspond to the reference sold. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions.